Manufacturer narrative:
Uf/importer report # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had perforated the myocardium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 1 day of implant, the patient would feel a "jolt" like an electric shock. Reprogramming was performed and things seemed fine, but the "jolts" would occur every so often causing the patient pain. The right ventricular (rv) lead was noted to have high threshold which caused the pain when the patient was paced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.